Manufacturer narrative:
Multiple attempts were made to obtain information on the device's repair service and operational status that has been unsuccessful. A supplemental report will be submitted if new information is later received.

Event description:
It was reported to philips by a customer that the unit would not charge the battery. Based upon the information provided, the device was not in clinical use providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the bme reported the yellow amber light on the v60 power switch would not illuminate when connected to ac power. The rse advised the bme to check the v60 24 volt power supply and confirm dc voltage on brown and orange wires on the pm board. The rse advised the bme that if there is no voltage then the recommended repair is to replace the v60 power supply.